Manufacturer narrative:
No device analysis results are available because the device was not returned. Analysis of merlin.net logs confirmed that the unit did display an error 05. However, the cause of the reported error was not determined.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.